Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio inr results in comparison to the lab inr results. Results as follows: date: (B)(6) 2013, inratio inr: 1.5, lab inr: 2.4. The time between testing was immediately. Therapeutic range was not provided for the pt. There was no reported adverse pt sequela. There was no additional information provided.